Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included uterine myoma and polyp endometrial. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy,salpingectomy(d&c hysteroscopy and hydrothermal (hta endometrial ablation)). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: mr received. Case becomes an incident. Removal was added. Previously added event injury nos was replaced by menorrhagia. Reporters, concurrent conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.